Event description:
Pt fell off a roof, suffered a communicated subtrochanteric/intra-trochanteric fracture of their right femur as well as a comminuted fracture of their right distal radius. The plate implanted in 2001 for the comminuted sub-inter-trochanteric fracture of the right femur was noted as broken in the subtrochanateric region 3 months later. This occurred while pt was in physical therapy. Plate was removed the following day by surgeon at hospital and pt was revised to an intermedullary nail. After discharge in 2001, pt went to the hospital for a follow-up visit where the records noted pt was intoxicated. Pt has a history of non-compliance.